Manufacturer narrative:
(B)(4). Investigation summary: according to the information provided, it was reported that during an arthroscopic rotator cuff repair, after 20 minutes of beginning the procedure, a vapr tripolar90 suction electrode stopped outputting the complaint device was received and evaluated. No visual damages in the device, no saline residues were observed, signs of activation were observed. The device will be return to gyrus for further analysis. Supplier evaluation result for vapr tripolar 90 suction elect: the device was not returned in its original packaging, the active tip of the device does show signs of activation, with evidence of activation and debris on and around the active tip of the device, the device has been returned with the suction control valve in the ¿open¿ position. The suction tube shows signs of procedural debris, closer inspection reveals tissue within the suction port of the device, o visible damage on shaft, handle and cable. The electrical test was performed with the different parameter (active continuity, cut return continuity, return continuity, primary capacitance, secondary capacitance, hipot active-return, hipot active-cut return and hipot return cut-return as a result all test passed. The device was functional testing using vaprvue generator (gml3735/3), the test included different values as a setting and the activation in ablate and coagulation pass. Supplier summary: the initial customer complaint states that the device ¿stopped outputting¿. The fault was found to be a suction issue, with a blockage within the distal active tip. Electrical and activation testing was conducted with no issues. The fault was confirmed to be tissue debris blocking the suction path at the distal tip. The blockage was cleared by inserting a thin gauge wire in the suction path. With a cleared suction path, a within specification flow value. From our investigation we were able to confirm the reported suction issue with the returned electrode however no manufacturing defect was found and we have determined the cause of the reported suction blockage to be normal procedural debris within the active tip which was successfully cleared. A manufacturing record evaluation was performed for the finished device [u1905134] number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device [u1905134] number, and no non-conformances were identified.

Event description:
It was reported that during an arcr (arthroscopic rotator cuff repair), it was observed that after 20 minutes passed from the beginning of the procedure, the electrode (225028) stopped outputting. During in-house engineering evaluation, it was determined that there were tissue debris blocking the suction path at the distal tip of the device. The procedure was completed less than 30-minute surgical delay. There was no harm to the patient. The device was the first use when the issue occurred. No additional information was provided.